Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported slda per the physician was related to a combination of patient conditions (annular dilatation and thin leaflets) and procedural conditions as imaging was reported to be difficult. Image resolution poor appears to be related to procedural conditions associated with challenging imaging. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat functional tricuspid regurgitation (mr) grade 4+. Imaging was very difficult. A xtw triclip (lot: 41029r1064) was chosen for implantation. After deployment, the clip detached from the anterior leaflet and remained attached to the septal leaflet. An additional xt triclip (lot: 40227r1021) was attempted to be implanted but was removed after a few grasp attempts. The procedure ended with tr unchanged grade 4+. There was no reported clinically significant delay.